Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
New information received states that the device was explanted and a new device was implanted.

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the implantable pulse generator reached end of life and replace generator message was displayed. It is unknown if patient lost therapy prior to this. A surgical intervention is anticipated in the near future. No additional information is available at this time.